Manufacturer narrative:
The infinity central station (ics) log files were provided for review and confirmed the device appropriately provided multiple high priority alarms for heart rate > 130 and ventricular run (run) between 13:00-13:58. The m300 log files from the time of the event were not available for review, therefore additional data such as the m300 alarm settings and device behavior messages were unavailable. Without this additional information a root cause for the reported event could not be determined.

Event description:
It was reported that the m300+ telemetry monitor failed to generate a vtach alarm. There was no report of adverse patient impact.

Event description:
It was reported that the m300+ telemetry monitor failed to generate a vtach alarm. There was no report of adverse patient impact.

Manufacturer narrative:
Draeger has started an investigation into this issue. A follow up report will be submitted upon completion.